Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed functional under sensing due to an atrial tachycardia with a long atrial to ventricular timing, therefore, the device took the decision to deliver inappropriate anti-tachycardia pacing. Reprogramming options were delivered for this ICD that remains in service. No adverse patient effects were reported.